Manufacturer narrative:
No patient was involved when the batteries would not charge. Charger enclosure kit and batteries were shipped to the site and installed in the o-arm for issue resolution. System tested fully functional after charger and battery replacement. Suspect parts have not been received back for analysis.

Event description:
Batteries were not holding a charge. Fault found by service engineer after surgery support. System was connected to the power socket for 2 hours after a surgery and did not recharge.

Manufacturer narrative:
Investigation of returned suspect enclosure charger was unable to replicate the reported problem. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.